Event description:
Information received by medtronic indicated that the customer reported that not able to upload due to server error. Troubleshooting was performed and switched to edge, uploader screen opened twice, but reinstall dint solve the issue. No harm requiring medical intervention was reported. The customer will continue using the device and the device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
User reported being unable to complete uploads. "Complaint summary: user reported being unable to complete uploads. Investigation/testing summary: did not attempt to reproduce issue, as issue was verified through database application logs. After conducting a thorough investigation, we have found consistent sake key errors in logs indicating that something was causing communication errors between carelink uploader and user's pump. Compared previous successful logs to recent failure logs to determine whether or not anything about the user's system had changed. No changes were found. Supplied helpline and customer with the following troubleshooting steps: - here are instructions incase the user needs directions for creating exceptions - https://support.microsoft.com/en-us/windows/add-an-exclusion-to-windows-security-811816c0-4dfd-af4a-47e4-c301afe13b26#:~:text=go%20to%20start%20%3e%20settings%20%3e%20update,%2c%20file%20types%2c%20or%20process. - https://learn.microsoft.com/en-us/microsoft-365/security/defender-endpoint/configure-exclusions-microsoft-defender-antivirus?view=o365-worldwide. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4)., version (B)(4). (Most likely) root cause: most likely security software on user's device interfering with carelink uploader analysis summary: application logs contained evidence of communication/sake errors, most likely related to security software. Advised helpline/user how to circumvent security limitations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.